Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that upon explant of the pump during a routine transplant, the surgeon noticed that the bend relief was not attached. As soon as the surgeon relieved some of the pressure, it slid up the cannula. The surgeon was able to reattach the bend relief temporarily and completed the explant of the lvad and heart transplant.

Manufacturer narrative:
The outflow graft bend relief being detached from the graft is being addressed through the MFR's corrective/preventative action sys and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.